Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini vision is being filed under a separate medwatch MFR number. Estimated date: you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and ischemia are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the index procedure on (B)(6) 2005, a non-abbott stent was implanted in the left posterolateral artery (plb). A lesion in the left anterior descending (lad) was left untreated. The patient was discharged on (B)(6) 2005 with aspirin and clopidogrel prescribed. In (B)(6) 2009, intervention was performed for a myocardial infarction. The non-abbott stent in the plb was treated with a 2.25x15 mini vision stent for restenosis, and the ostial right coronary artery (rca) was treated with a 3.0x23 promus stent. On (B)(6) 2010, stress test for recurrent angina revealed inferoapical ischemia. Echocardiogram on (B)(6) 2010 showed normal left ventricular function. Cardiac catheterization performed on (B)(6) 2010 revealed two overlapping stents in the ostium and mid segment of the rca mostly patent; however, the ostium had an 80% stenosis proximal to the stents and a 70% narrowing at the acute marginal. The promus stent in the plb was patent with 70% restenosis. On (B)(6) 2010 the patient underwent coronary artery bypass graft surgery with a left internal mammary artery to the lad, radial graft to the obtuse marginal and saphenous vein graft to the rca. The patient was discharged on (B)(6) 2010. No additional information was provided.